Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered error 281 during start of the system. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.